Event description:
It was reported the light source had a b30 scope communication error. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. While speaking with the olympus technical assistance center (tac), the customer was advised to wipe off the gold contact using alcohol and allowing it to dry. With the power off of the video system center and light source and plugging in the scope, then power on both the video system center and light source. If the b30 error is present, that scope may have an internal problem and would have to be sent in for an evaluation. Tac stressed that they must power off both before removing and reinserting the scopes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the problem was not with the clv-190 but with the scope, but the actual device was not returned to the repair site, and no inspection results were attached to the device, so the estimated cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance for this device.